Manufacturer narrative:
The following information was not provided by the customer: a2: patient age and date of birth a3: patient sex a4: patient weight a5: patient ethnicity a6: patient race b2: this harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to the patient. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. B3: the date of the event was unknown to the customer. D4: the field for "lot number" did not have enough room for all components so the data for the straps has been added here: s100922. D4: the device comprises of 4 sets of components. The expiry dates are as follows: disks: 2024-01-25 buttons: 2025-10-13 bite pads: 2025-12-10 straps:2025-10-09

Event description:
It was reported that patient had an allergic reaction about 3-4 weeks after wearing the device. Patient experienced burning, swollen red lips and tongue along with burning feeling when eating or drinking. Reaction stopped 5 days after stopping device wear. Patient hasn't taken an allergy test.